Manufacturer narrative:
Analysis: the samples were not returned from the user facility; therefore, device evaluations are unable to be performed. A lot history review revealed this is the only complaint associated with this lot. A review of the device history record (DHR) indicates the lot was manufactured to specification. Conclusion: the actual samples were not returned for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. An invasive diagnostic procedure involving a fistulogram confirmed the focal reocclusion in the target lesion of the cephalic vein. The investigator assessed that the event was not related to the study device or procedure, but possibly related to the access circuit. Based on the instructions for use (IFU), the occurrence of reocclusion is an inherent risk of any pta procedure, and has been reported in clinical trials of drug coated balloons. If additional information becomes known to the manufacturer, a supplemental report will be provided with all relevant information.

Event description:
It was reported through a clinical registry that during a index procedure, two lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheters were used to treat the target lesion located in the outflow tract of the cephalic vein fistula. Approximately 11 months after the index procedure, the patient reportedly had high venous pressures during dialysis due to focal reocclusion in the cephalic vein. The health care professional (hcp) reports that the occurrence of reocclusion is not hemodynamically significant and suggests poor needling technique. An invasive diagnostic procedure involving a fistulogram confirmed the focal reocclusion in the target lesion of the cephalic vein. The investigator assessed that the event was not related to the study device or procedure, but possibly related to the access circuit. The sample was discarded by the user facility and is not available for evaluation. No adverse patient effects were reported. This is one of two products involved with the reported event and the associated manufacturer¿s report number is 3006513822-2019-00046.